Manufacturer narrative:
(B)(4). The lot 14b054 was manufactured on february 25, 2014 ¿ february 26, 2014. Evaluation summary: the sample was not available for evaluation; however, the customer did provide a photograph of the device. A photographic inspection was performed, but since the sample was not available for evaluation flow-rate testing could not be performed. No malfunctions or abnormalities were identified during the photographic inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a seven day infusor delivered its contents at a faster rate than expected. The device was filled with 2750 mg of fluorouracil in in 0.9% sodium chloride (baxter compounded solution) and connected to the patient at ¿about 12:30-1pm¿. 6 days later, in the early afternoon, a nurse noticed that the infusor was completely empty. The device was then removed from the patient. The expected infusion time was 7 days. There was no patient injury or medical intervention associated with this event. No additional information is available.